Manufacturer narrative:
After clinical, secondary review of this file performed on (B)(6)2020, it was decided to add code breast pain to the right breast implant to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) corrections: patient code breast pain was added.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 425cc and suffered from a chest injury and the following symptoms: ¿anxiety, adhd, rupture on the right breast implant, lesions on brain and she developed lupus, weakness, tingling, memory fog, fatigue, burning in the right breast and pain, developed an autoimmune disease, enlarged lymph nodes, weakness and numbness in extremities generalized fatigue symptoms worsening, multiple thyroid nodules. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.